Event description:
It was reported that two emt's were transporting a pt to an ambulance on the cot, one at the head end and the other at the foot end. Allegedly, the emt at the head end let go of the cot, the cot began to swerve down toward an embankment and allegedly tipped over. Reportedly, the pt then had to be intubated at the scene.